Manufacturer narrative:
Additional information was received on (B)(6) 2021. In addition to the issues reported previously, the patient also experienced capsular contracture (baker grade unknown). This required capsulotomy. Manufacturer¿s reference number: (B)(4), the following information was erroneously omitted from the previous follow up report submitted. 2. Is other serious-uncheck. 2. Is required intervention-check.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2020. The explant date was received with the returned device. The device was explanted and replaced with mentor smooth round moderate plus profile 225cc saline prostheses on (B)(6) 2020. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, according to mentor procedures, and it revealed an area of siltex cracking on the posterior aspect. Additionally, a tear measuring approximately 0.4 cm within the siltex cracking was noted. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: pc-(B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation revision with a mentor siltex round moderate profile 225cc saline prosthesis experienced spontaneous left sided deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
The following statement was added to the device evaluation based on additional information received: mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).